Event description:
The pt was injected on three separate occasions in the lips ((B)(6) 2009, (B)(6) 2009, (B)(6) 2009). The pt allegedly developed a cyst (which drained spontaneously) and granulomas. The pt was treated with an antibiotic from her general practitioner. She then was treated by the reporting physician with clindamycin, prednisone, kenalog and oral benadryl. She was also treated with hyaluronidase directly into the granulomas.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.